Event description:
Voluntary medwatch received states that the patient presented with symptoms of bradycardia. It was noted that the right ventricular lead exhibited loss of capture and high pacing impedance. The lead was capped and replaced. There were no patient consequences.